Event description:
The subject device was implanted on (B)(6), 2010. During follow up on (B)(6), 2012, several episodes were recorded in device memory. The physician requested interpretation of one of these episodes.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.